Manufacturer narrative:
Patient information was not made available from the site. On 06/20/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Rotor, door failure. - return requested. Replacement door winch shipped to site 06/21/2016. No parts have been received by manufacturer for analysis. - return requested. Replacement rotor tracker drive assy shipped to site 06/21/2016. No parts have been received by manufacturer for analysis. - return requested. Replacement bottom right dingus bracket, shipped to site 06/21/2016. Medtronic investigation of returned suspect bottom right dingus bracket, returned on 06/30/2016, confirms the reported issue - the drape was caught in the gantry door incorrectly, resulting in multiple components being damaged. Failed visual inspection. The dingus pin is bent and does not pivot correctly, unable to return to the allocated positioning slot. Dented, nicked, scratched, bent - physical damage. - return requested. Replacement top right dingus bracket, shipped to site 06/21/2016. Medtronic investigation of returned suspect top right dingus bracket, returned on 06/30/2016, confirms the reported issue - the drape was caught in the gantry door incorrectly, resulting in multiple components being damaged. Failed visual inspection. The dingus pin is bent and does not pivot correctly, unable to return to the allocated positioning slot. Dented, nicked, scratched, bent - physical damage. On 06/22/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Both dingus, rotor motor and door winch found to be destroyed. Replaced both dingus, rotor motor and door winch - made adjustments, tested imaging system. System performed as intended. Failure resolved.

Event description:
A medtronic representative received a report from a site that while in a procedure, the staff got the gantry drape caught in their imaging system door which prevented it from opening up. They attempted the manual door override procedure incorrectly, resulting in damage to multiple components of the imaging system. No further details regarding the damage were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy reported. There was no impact on patient outcome reported.